Manufacturer narrative:
Corrected data: based on the information received, it appears procedural handling may have contributed to the event.

Event description:
Edwards received information that an attempted insertion of a femoral arterial cannula and an intra-aortic balloon occlusion device for cardioplegia and aortic crossclamp during a cardiac surgical case was unsuccessful. As reported, the right femoral artery was cannulated with the femoral arterial cannula followed with a test dose with no noted issues. The intra-aortic balloon occlusion device was then advanced through the sideport of the femoral arterial cannula introducer and was assessed to be in position just above the sinotubular junction. Attempted imaging of the intra-aortic balloon occlusion device by echo did not confirm position. Since resistance while advancing the (guide) wire was not met and test dose was performed without issues, the decision to proceed with initiation of cardiopulmonary bypass (cpb) was made. Perfusion on cpb was initiated. After a few minutes, the arterial line pressure increase to 350 mmhg. Systemic arterial pressure was 43 to 68 mmhg. Medication was give to the patient in attempt to raise the (systemic) arterial pressure. High line pressure continued to alarm. An attempt was made to pull slack out of the intra-aortic balloon occlusion device to see if that would relieve some of the resistance at the femoral arterial cannula opening. The line pressure was still at 350 mmhg. The femoral arterial cannula was withdrawn an unknown distance. The line pressure lowered, but it was noted the cannula dislodged from the femoral artery. Re-advancing the cannula over the ¿balloon¿ was attempted. Thinking the femoral arterial cannula was in the femoral artery, an attempt to administer volume (fluid) was made but was unsuccessful as no volume was returning through the cpb circuit. Reassessment of the cannula noted it was not in the artery. A cut-down to the iliac artery was performed. With no noted injury or dissection of the iliac artery, the cannula was inserted into the femoral artery and IV fluids were successfully administered. The patient was stabilized. Mvr was completed. The surgeon stated depth markers need to be on the femoral arterial cannulae so the user knows when the tip is close to exiting (the vessel). Post-operatively, the patient was doing great and was discharged from hospital.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Based on the information received, edwards could not determine the root cause for this event. There has been no reported allegation that a product malfunction contributed to the event. During the procedure, an edwards¿ clinical specialist provided troubleshooting techniques as potential solutions to the issues encountered. A review of the IFU was conducted and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings: ¿do not advance if resistance is felt. Inability to easily advance the guidewire or the cannula may indicate vascular disease or injury. Closely examine the device position within the artery using fluoroscopy and/or transesophageal echocardiography (tee) prior to proceeding.¿ ¿warning: failure to properly advance the introducer/cannula or introducer/sheath over a previously advanced guidewire may result in vessel perforation and/or dissection.¿ insertion instructions include: ¿advance the guidewire. Use fluoroscopy and/or tee as necessary during advancement and positioning. Maintain guidewire position while advancing the cannula/introducer assembly into the artery.¿ additional warnings state, ¿as cardiopulmonary bypass is initiated, increase flow rate gradually. Sudden pressure spikes may result in disruption of cannula placement in vessel.¿ ¿do not allow pump flow rates that cause the line or oxygenator outlet pressure to exceed 350 mmhg. High blood pressures increase the risk of blood hemolysis and tubing disruptions.¿ edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.